Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal electrodes were covered with blood. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the lead had high threshold. Several positions were attempted, but the threshold was still high. It was also reported that the lead was attempted for implanted after the use before date. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead had high threshold. Several positions were attempted, but the threshold was still high. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.